Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen in clinic with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent surgery. Likely that full revision took place despite no lead information being included as the patient went from a dual pin generator (m104) to a single pin generator (m1000). This implant record was filled out by the customer- follow-up for clarification is being made. The suspect product has not been received to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Later, the surgeon clarifies that the patient in fact underwent a full revision. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; sup MDR #1 inadvertently omitted information known prior to submission.